Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet pump to shower and then left home in a hurry without reconnecting, resulting in hyperglycemia detected by a dexcom alert. The user later reconnected and blood glucose stabilized. Symptoms included hyperglycemia peaking at 300 mg/dl. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education regarding infusion set management and not disconnecting the infusion set for activities such as exercise or errands. Investigation of this case revealed user management of the infusion set and cartridge as the contributing factor, with no device alerts from the ilet reported during the event and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related (missed insulin delivery due to disconnection) and resolved with reconnection and continued use.